Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to excessive force.

Event description:
It was reported patient underwent a meniscal repair procedure on (B)(6) 2015. During the procedure, two suture anchor inserters fractured. The fractured inserters were removed from the patient. Additional holes were drilled in order to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions; ¿intraoperative fracture or breaking of instruments has been reported¿ and "instruments that have experienced extensive use or excessive force are susceptible to fracture." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01569 / 01570).